Manufacturer narrative:
All viscoelastic batches are released according to the required specifications. A lot code would be required for review of the complaint history and further evaluation. No sample was received for evaluation. As no sample was returned and no lot number is known, a conclusive root cause could not be determined. (B)(4).

Event description:
This event was reported through (B)(6). On (B)(6) 2012, a patient underwent cataract surgery in the right eye with no immediate post-surgical complications. On (B)(6) 2012, the patient was hospitalized due to a red and painful eye possibly related to endophthalmitis. The patient was treated with IV antibiotics. Implant cleaning and a vitrectomy procedure were performed on (B)(6) 2012. Samples and cultures were negative. High dosages of corticosteroids were introduced following the vitrectomy procedure due to possible tass (toxic anterior segment syndrome). Daily improvement at the beginning of corticosteroid therapy was well tolerated. Daily improvements continued with peribulbar administration of corticosteroids every 2 days. The diagnosis provided by the reporter was tass in right eye one month after a non-complicated cataract surgery. The reporter suspected involvement of the posterior chamber implant. The patient 's outcome was reported as recovered/resolved. Additional information has been requested but none has been received to date. This is one of two reports being filed for the same event. This report refers to one of the viscoelastics used during the cataract surgery.